Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that after loading a cartridge with approximately 200 units of insulin, the customer received a minimum fill notification. There was no reported impact to the customer's blood glucose level. The customer was able to load he cartridge successfully.